Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated with a glucagon injection by his wife due to low blood glucose levels. The wife also called to paramedics. The customer stated that his sensor reading was 124 mg/dl, but his actual blood glucose reading was 32 mg/dl. Found that the customer wears the sensors for longer than three days and calibrates three times a day. Advised the customer of the possible causes for the discrepancies in readings. Also advised that the sensors should be worn for two to three days. Nothing further was reported.